Event description:
A vns programming laptop was returned to the manufacturer because it was no longer needed. "Data was unable to be copied into media" while being processed into receiving. An analysis was performed on the laptop and the cause for the reported complaint is associated with a defective hard drive and main board. Since both devices were defective no testing using the vns or diagnostic software could be performed.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.